Event description:
During an incident on 1/24/06 involving a male patient in cpa from abdominal aortic aneurysm being transferred to a hospital, this defibrillator was being used to monitor and after 20 minutes, detected shockable waves and began charging, but then displayed the message "service mandatory, no. 9 voltage low" and could not be operated. The defibrillator was cycled, detected shockable waves again and began charging, but again the message "service mandatory, no 9 voltage low" displayed and the defibrillator could not be operated. After the next power on/off cycle, the unit did not begin charging and the patient was transported to a hospital. The ambulance crew initiated CPR at the scene. The battery was date for expiration march 2005. Patient outcome is unknown.